Manufacturer narrative:
.

Event description:
It was reported through clinic notes received on (B)(6) 2012 that the patient experienced seizures "all day wednesday" in notes dated (B)(6) 2009. The patient also reported having two grand mal seizures in notes dated (B)(6) 2009 for which an ambulance was called. On both dates, (B)(6) 2009 and (B)(6) 2009, the patient's settings were adjusted. Diagnostics from (B)(6) 2009 were within normal limits. Attempts to the patient's neurologist have been unsuccessful as the site has no additional information on these events.